Manufacturer narrative:
The t:slim x2 basal iq user guide states: humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Customer reported using labeled and non-labeled insulin. Tandem customer technical support informed customer that apidra is off label per the user guide. The customer's blood glucose level ranged from 500-600 mg/dl with "moderate to large" ketones considered to be dangerous by healthcare provider. Customer addressed the occlusion alarms by changing out supplies and elevated blood glucose was addressed with manual injections.